Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with periodic failure to capture on their right ventricular (rv) lead and was found to have intermittent dislodgement secondary to a decrease in slack on their rv lead. The physician noted that this is likely because of normal patient growth, as the lead was initially implanted when the patient was (B)(6) years old. The lead was explanted and replaced.